Event description:
It was reported that the implantable cardiac monitor (icm) had loss of contact at times with over and undersensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.